Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure for lower abdominal pain performed on (B)(6) 2026. During the procedure, the balloon burst and failed to inflate. No piece of balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.